Event description:
Product involved: "thoracentesis tray with catheter", cat 4341b by cardinal health, expiration 04/07, lot l4n167 - both involved trays have the same lot number and expiration dates- the first tray was used on the pt and the catheter broke during insertion, a portion of the catheter was retained by the pt. A second tray was reportedly set up for use and the catheter broke during the set up process while testing the catheter. A third tray was reportedly set up oand used on the pt successfully. This tray was not retained by staff and it is unclear if it was of the same or a different lot number.